Event description:
Procedure: open heart. After the procedure the heart should have been defibrillated with the lifepack 9b. The defibrillator was loaded up to 50 joule but not fired. At the same time the arm of the patient was undergoing monopolar coagulation with the generator & unspecified accessories. As the force 40 was activated the adjusted and loaded energy in the defibrillator was rendered without initiating the firing function. The generator & defibrillator were not connected to each other. There was no injury to the patient.